Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to a fluid leak caused by a ruptured tube. The pump was removed and replaced with a new one and there were no patient complications reported.